Event description:
The pt was explanted of the device. No further info has been received at this point in time.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Despite several requests neither information regarding the reasons for explantation nor the device has been received by the manufacturer. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device or further information is received in the future, the case will be re-opened and investigated. A root cause for the concerned explantation cannot be determined. This is a final report.

Event description:
The patient was explanted of the device. No further information has been received at this point in time.